Manufacturer narrative:
The subject bolt/screw secures the leg shifting mechanism to the base of the lift. If the bolt breaks, it prevents the legs from remaining in a locked position, which may result in instability. The rpl450-1 user manual warns several times that the legs of the lift must be in the maximum open position and the shifter handle locked in place for optimum stability and safety. The manual also instructs: regular cleaning will reveal loose or worn parts, enhance smooth operation, and extend the life expectancy of the lift. After the first six months of operation, inspect all pivot points and fasteners for wear. If the metal is worn, the parts must be replaced. Repeat this inspection every six months. The underlying cause of the alleged issue is unconfirmed. It is unclear if it resulted from wear, lack of maintenance, or a device malfunction. Note: since the lift's serial number is not available, its manufacturing date and location cannot be determined. The current manufacturer is invamex, so their cfn number is being used for the MDR filing. Should additional information become available, a supplemental record will be filed.

Event description:
A facility advised that they had an rpl450-1 lift that needed to be evaluated for repair. A technician went to the facility and found that the leg shift bolt between the base legs had sheared off. The technician removed the broken bolt, installed a new bolt, and realigned the legs.